Manufacturer narrative:
(B)(4) date sent: 1/20/2022 additional information was requested and the following was obtained: did the active titanium blade break off? Did the white tissue pad break off? Is the white tissue pad completely missing from the clamp arm of the device? No other information is available an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified as part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Pc-(B)(4). Unknown month and date. Captured at (B)(6) 2021. Batch # v95p57. Additional information was requested and the following was obtained: no patient consequence. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the active titanium blade break off? Did the white tissue pad break off? Is the white tissue pad completely missing from the clamp arm of the device? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure the blade broke. It was required to go out the operative room in order to find another device to complete the procedure.